Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the battery support was damaged, that the wire connecting controller board to trigger board was defective and that the motor was noisy. The event reported by the customer was confirmed. At the date of this report, no repair was performed. A follow-up medwatch will be submitted once the repair is completed.

Event description:
It was reported that the universal electric/battery double trigger handpiece did not work. The surgery delay was 1 hour and 30 minutes due to the time necessary to find a new device from another hospital. Then, the surgery was completed. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the battery support was damaged, that the wire connecting controller board to trigger board was defective and that the motor was noisy. The event reported by the customer was confirmed. As a result the above wire, the motor and the battery support were replaced with the controller board. After repair, the product was tested and it was returned to the customer.